Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hyperthyroidism ("hyperactive thyroid") and abdominal pain lower ("sharp, steady pain in my left side/ cramping (severe)") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was never performed". The patient's past medical history included high risk pregnancy, c-section (emergency birth of twins) in 2009, infection (B)(6), surgery in 2012, headache, surgery in 2012, c-section (birth of son) on (B)(6) 2010, multi gravida, parity 4 (live births on (B)(6) 1988, (B)(6) 1989, (B)(6) 1999 and (B)(6) 2011), miscarriage and abortion. Previously administered products included for contraception: depo from 2007 to 2009. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2012 for contraception and colecalciferol (vitamin d) for vitamin d low. In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("pain during procedure was excruciating"), complication of device insertion ("he could not locate the right tube, only inserted in the left side"), abdominal distension ("bloated constantly/ bloating/ bloated belly"), headache ("headaches/ worsening of headaches") and arthralgia ("joint pain/ pain/ joint pain"). On an unknown date, the patient experienced hyperthyroidism (seriousness criterion medically significant), weight increased ("severe weight gain"), allergy to metals ("allergic to nickel") with rash, oedema, blister and pruritus, blood glucose fluctuation ("fluctuating blood sugars"), arthritis ("arthritis in my left hip"), migraine ("migraine headaches/ migraines"), exostosis ("bone spurs"), ovarian cyst ("ovarian cysts"), pulmonary mass ("nodules on my lungs"), renal cyst ("cyst on my kidney"), feeling abnormal ("brain fog"), loss of libido ("loss of libido"), alopecia ("hair loss"), dysmenorrhoea ("extremely painful menses"), mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), thyroid disorder ("thyroid issues"), premature menopause ("early menopause"), dental caries ("dental problems/ tooth decay/ my teeth are rotting out of my head"), menorrhagia (¿long menses¿), laboratory test abnormal (¿abnormal ctc(circulating tumor cell) numbers¿), hernia (¿hernia¿), muscle spasms (¿severe leg cramps¿), asthenia (¿loss of energy¿), vitamin d deficiency (¿vitamin d deficiency¿), diabetes mellitus (¿diabetes¿), hormone level abnormal (¿hormone imbalance¿), insomnia (¿insomnia¿), vision blurred (¿blurred vision¿), urinary tract infection (¿chronic urinary tract infections¿), diabetic ketoacidosis (¿diabetic ketoacidosis(dka)¿) and fibromyalgia (¿fibromyalgia¿). In 2012, the patient experienced pain in extremity (¿right leg pain from rash¿) and abdominal pain ("severe and persistent abdominal pain"). The patient was treated with antibiotics and surgery (supracervical hysterectomy and bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the hyperthyroidism, abdominal pain lower, procedural pain, complication of device insertion, weight increased, arthralgia, allergy to metals, blood glucose fluctuation, arthritis, migraine, exostosis, ovarian cyst, pulmonary mass, renal cyst, dysmenorrhoea menorrhagia, laboratory test abnormal, hernia, muscle spasms, asthenia, vitamin d deficiency, diabetes mellitus, hormone level abnormal, insomnia, vision blurred, urinary tract infection, diabetic ketoacidosis, pain in extremity, abdominal pain and fibromyalgia outcome was unknown, the abdominal distension, headache, feeling abnormal, loss of libido, alopecia, mood swings, depression, anxiety and thyroid disorder was resolving and the premature menopause and dental caries had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, blood glucose fluctuation, complication of device insertion, dental caries, depression, dysmenorrhoea, exostosis, feeling abnormal, headache, hyperthyroidism, loss of libido, migraine, mood swings, ovarian cyst, premature menopause, procedural pain, pulmonary mass, renal cyst, thyroid disorder, menorrhagia, laboratory test abnormal, hernia, muscle spasms, asthenia, vitamin d deficiency, diabetes mellitus, hormone level abnormal, insomnia, vision blurred, urinary tract infection, diabetic ketoacidosis, pain in extremity, fibromyalgia and weight increased to be related to essure. The reporter commented: her doctor spent over an hour trying to find her right ostia after placement of left coil. Physician said she did not had a right ostia and was probably born with only left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Computerised tomogram - on an unknown date: showed both fallopian tubes. Current weight as of (B)(6) 2017: (B)(6). (B)(6). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-dec-2017: plaintiff fact sheet received. Reporter information updated. Patient demographic information, relevant history and lab data added. Essure indication, stop date (B)(6) 2015 added and start date updated from (B)(6) 2012 to (B)(6) 2012. Events worsening of headaches, bloating/ bloated belly, pain/ joint pain, cramping (severe), migraines were clubbed with previously reported events. Events brain fog, loss of libido, hair loss, extremely painful menses, mood swings, depression, anxiety, thyroid issues, early menopause, dental problems/ tooth decay/ my teeth are rotting out of my head, severe and persistent abdominal pain, long menses, abnormal ctc(circulating tumor cell) numbers, hernia, severe leg cramps, loss of energy, vitamin d deficiency, diabetes, hormone imbalance, insomnia, blurred vision, chronic urinary tract infections, diabetic ketoacidosis(dka), fibromyalgia and right leg pain from rash. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-0262) on 12-aug-2015. The most recent information was received on 25-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sharp, steady pain in my left side/ cramping (severe)"), pelvic pain ("pelvic pain") and hyperthyroidism ("hyperactive thyroid") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was never performed". The patient's past medical history included high risk pregnancy, c-section (emergency birth of twins) in 2009, infection mrsa, surgery in 2012, headache, pelvic operation in 2012, c-section (birth of son) on (B)(6) 2010, multi gravida, parity 4 (live births on (B)(6) 1988, (B)(6) 1989, (B)(6) 1999 and (B)(6) 2011), miscarriage and abortion. Previously administered products included for contraception: depo from 2007 to 2009. Concurrent conditions included obesity. Concomitant products included medroxyprogesterone (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception and colecalciferol (vitamin d) for vitamin d low. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("pain during procedure was excruciating"), complication of device insertion ("he could not locate the right tube, only inserted in the left side"), headache ("headaches/ worsening of headaches"), dysmenorrhoea ("extremely painful menses") and menorrhagia ("long menses"). In 2012, the patient experienced migraine ("migraine headaches/ migraines"), abdominal pain ("severe and persistent abdominal pain"), pain in extremity ("right leg pain from rash"), sciatica ("sciatica") and back pain ("back pain"). In (B)(6) 2012, the patient experienced weight increased ("severe weight gain") and feeling abnormal ("brain fog"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("profound fatigue"). In (B)(6) 2012, the patient experienced arthralgia ("joint pain/ pain/ joint pain/hip pain") and urinary tract infection ("chronic urinary tract infections / chronic recurrent utls"). In (B)(6) 2012, the patient experienced abdominal distension ("bloated constantly/ bloating/ bloated belly"), loss of libido ("loss of libido") and dyspareunia ("dyspareunia"). In april 2013, the patient experienced mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), muscle spasms ("severe leg cramps") and insomnia ("insomnia"). In 2014, the patient experienced toothache ("toothache"). In 2015, the patient experienced thyroid disorder ("thyroid issues") and diabetes mellitus ("diabetes"). In may 2016, the patient experienced hormone level abnormal ("hormone imbalance"). On an unknown date, the patient experienced hyperthyroidism (seriousness criterion medically significant), allergy to metals ("allergic to nickel") with rash, oedema peripheral, blister and pruritus, blood glucose fluctuation ("fluctuating blood sugars"), arthritis ("arthritis in my left hip"), exostosis ("bone spurs"), ovarian cyst ("ovarian cysts"), pulmonary mass ("nodules on my lungs"), renal cyst ("cyst on my kidney"), alopecia ("hair loss"), premature menopause ("early menopause"), dental caries ("dental problems/ tooth decay/ my teeth are rotting out of my head"), tumour marker increased ("abnormal ctc(circulating tumor cell) numbers"), hernia ("hernia"), asthenia ("loss of energy"), vitamin d deficiency ("vitamin d deficiency"), vision blurred ("blurred vision"), diabetic ketoacidosis ("diabetic ketoacidosis(dka)"), fibromyalgia ("fibromyalgia"), full blood count abnormal ("abnormal cbc"), umbilical hernia ("umbilical hernia") and artificial menopause ("artificial menopause"). The patient was treated with antibiotics, surgery (supracervical hysterectomy and bilateral salpingectomy, oophorectomy) and surgery (supracervical hysterectomy and bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower had resolved, the pelvic pain, hyperthyroidism, procedural pain, complication of device insertion, weight increased, allergy to metals, blood glucose fluctuation, arthritis, exostosis, ovarian cyst, pulmonary mass, renal cyst, dysmenorrhoea, abdominal pain, menorrhagia, tumour marker increased, hernia, muscle spasms, asthenia, vitamin d deficiency, diabetes mellitus, hormone level abnormal, insomnia, vision blurred, urinary tract infection, diabetic ketoacidosis, fibromyalgia, pain in extremity, full blood count abnormal, umbilical hernia, fatigue, dyspareunia, sciatica and artificial menopause outcome was unknown, the abdominal distension, headache, feeling abnormal, loss of libido, alopecia, mood swings, depression, anxiety and thyroid disorder was resolving and the arthralgia, migraine, premature menopause, dental caries, back pain and toothache had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, artificial menopause, asthenia, back pain, blood glucose fluctuation, complication of device insertion, dental caries, depression, diabetes mellitus, diabetic ketoacidosis, dysmenorrhoea, dyspareunia, exostosis, fatigue, feeling abnormal, fibromyalgia, full blood count abnormal, headache, hernia, hormone level abnormal, hyperthyroidism, insomnia, loss of libido, menorrhagia, migraine, mood swings, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, premature menopause, procedural pain, pulmonary mass, renal cyst, sciatica, thyroid disorder, toothache, tumour marker increased, umbilical hernia, urinary tract infection, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: her doctor spent over an hour trying to find her right ostia after placement of left coil. Physician said she did not had a right ostia and was probably born with only left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Computerised tomogram - on an unknown date: showed both fallopian tubes. Current weight as of (B)(6) 2017: 280 lbs. Approximate weight at the time of essure placement: 180 lbs. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs+mr received, event added as-pelvic pain, abnormal cbc numbers,umbilical hernia, profound fatigue, dyspareunia, sciatica, surgical menopause, back pain, tooth pain. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 12-aug-2015. The most recent information was received on 29-apr-2019. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sharp, steady pain in my left side/ cramping (severe)"), pelvic pain ("pelvic pain") and hyperthyroidism ("hyperactive thyroid") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "confirmation test was never performed". The patient's medical history included high risk pregnancy, c-section (emergency birth of twins) in 2009, infection mrsa, surgery in 2012, headache, pelvic operation in 2012, c-section (birth of son) on (B)(6) 2010, multi gravida, parity 4 (live births on (B)(6) 1988, (B)(6) 1989, (B)(6) 1999 and (B)(6) 2011), miscarriage, abortion, respiratory symptom, nickel sensitivity and weight gain. Previously administered products included for contraception: depo from 2007 to 2009. Concurrent conditions included obesity, hernia, renal cyst (excl congenital), diverticulosis, flank pain, hives, diarrhoea, dysuria, urination difficulty, hematuria, cold intolerance, nasal congestion, hyperlipidemia, breast cancer, type 2 diabetes mellitus, migraine without aura, sinusitis, allergic rhinitis, dermatitis, enthesopathy, hemorrhagic cyst, hyperglycemia and shortness of breath. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 for contraception and vitamin d nos (vitamin d) for vitamin d low. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), procedural pain ("pain during procedure was excruciating"), complication of device insertion ("he could not locate the right tube, only inserted in the left side"), headache ("headaches/ worsening of headaches"), dysmenorrhoea ("extremely painful menses") and menorrhagia ("long menses"). In (B)(6) 2012, the patient was found to have weight increased ("severe weight gain") and experienced feeling abnormal ("brain fog"). In 2012, the patient experienced migraine ("migraine headaches/ migraines"), abdominal pain ("severe and persistent abdominal pain"), pain in extremity ("right leg pain from rash"), sciatica ("sciatica") and back pain ("back pain"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("profound fatigue"). In (B)(6) 2012, the patient experienced arthralgia ("joint pain/ pain/ joint pain/hip pain") and urinary tract infection ("chronic urinary tract infections / chronic recurrent utls"). In (B)(6) 2012, the patient experienced abdominal distension ("bloated constantly/ bloating/ bloated belly"), loss of libido ("loss of libido") and dyspareunia ("dyspareunia"). In (B)(6) 2013, the patient experienced mood swings ("mood swings"), depression ("depression"), anxiety ("anxiety"), muscle spasms ("severe leg cramps") and insomnia ("insomnia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). In 2014, the patient was found to have full blood count abnormal ("abnormal cbc") and experienced toothache ("toothache"). In 2015, the patient experienced thyroid disorder ("thyroid issues"), diabetes mellitus ("diabetes") and vision blurred ("blurred vision"). In (B)(6) 2015, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2016, the patient was found to have hormone level abnormal ("hormone imbalance"). In 2016, the patient experienced dental caries ("dental problems/ tooth decay/ my teeth are rotting out of my head"). In 2017, the patient experienced fibromyalgia ("fibromyalgia"). On an unknown date, the patient experienced hyperthyroidism (seriousness criterion medically significant), allergy to metals ("allergic to nickel/nickel hypersensitivity") with rash, oedema peripheral, blister and pruritus, arthritis ("arthritis in my left hip"), exostosis ("bone spurs"), ovarian cyst ("ovarian cysts"), pulmonary mass ("nodules on my lungs"), renal cyst ("cyst on my kidney"), premature menopause ("early menopause"), hernia ("hernia"), asthenia ("loss of energy"), diabetic ketoacidosis ("diabetic ketoacidosis(dka)"), umbilical hernia ("umbilical hernia") and artificial menopause ("artificial menopause") and was found to have blood glucose fluctuation ("fluctuating blood sugars") and tumour marker increased ("abnormal ctc(circulating tumor cell) numbers"). The patient was treated with antibiotics and surgery (supracervical hysterectomy and bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower had resolved, the pelvic pain, hyperthyroidism, procedural pain, complication of device insertion, blood glucose fluctuation, arthritis, exostosis, ovarian cyst, pulmonary mass, renal cyst, dysmenorrhoea, abdominal pain, menorrhagia, tumour marker increased, hernia, muscle spasms, asthenia, vitamin d deficiency, diabetes mellitus, hormone level abnormal, insomnia, vision blurred, urinary tract infection, diabetic ketoacidosis, fibromyalgia, pain in extremity, full blood count abnormal, umbilical hernia, fatigue, dyspareunia, sciatica and artificial menopause outcome was unknown, the weight increased, arthralgia, allergy to metals, migraine, premature menopause, dental caries, back pain and toothache had not resolved and the abdominal distension, headache, feeling abnormal, loss of libido, alopecia, mood swings, depression, anxiety and thyroid disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, arthritis, artificial menopause, asthenia, back pain, blood glucose fluctuation, complication of device insertion, dental caries, depression, diabetes mellitus, diabetic ketoacidosis, dysmenorrhoea, dyspareunia, exostosis, fatigue, feeling abnormal, fibromyalgia, full blood count abnormal, headache, hernia, hormone level abnormal, hyperthyroidism, insomnia, loss of libido, menorrhagia, migraine, mood swings, muscle spasms, ovarian cyst, pain in extremity, pelvic pain, premature menopause, procedural pain, pulmonary mass, renal cyst, sciatica, thyroid disorder, toothache, tumour marker increased, umbilical hernia, urinary tract infection, vision blurred, vitamin d deficiency and weight increased to be related to essure. The reporter commented: her doctor spent over an hour trying to find her right ostia after placement of left coil. Physician said she did not had a right ostia and was probably born with only left tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Computerised tomogram - on an unknown date: results: showed both fallopian tubes. Current weight as of (B)(6) 2017: (B)(6). Approximate weight at the time of essure placement: (B)(6). Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded ¿unconfirmed quality defect¿. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Medical history were added. Event verbatim were updated as allergic to nickel/nickel hypersensitivity. Outcome of the event weight gain, allergic to nickel/nickel hypersensitivity were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.